Manufacturer narrative:
The pump was received with all currents within specification. No unexpected failed battery alarms noted. However, the pump had minor scratches on the lcd window, cracked case near the display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she received a battery cap and still the device was alarming failed battery test. Customer's blood glucose was 189 mg/dl. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.